Event description:
We received a report that during the implantation of an intraocular lens (iol), the patient'\s anatomy would not support the iol. The incision was enlarged and the device removed and replaced during the same procedure and a anterior chamber lens was used.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.